Event description:
It was reported that it appeared that the outer covering of the introducer spring wire guide (swg) had detached during placement, migrated to the heart & became lodged in the peripheral pulmonary vasculature. The patient had to be flown to a another hospital where she underwent a percutaneous transfemoral access procedure to the pulmonary trunk to retrieve the swg. Additional information received on 3/15/2010 from the distributor stated the coil of the swg was the piece that broke & remained in the patient. The piece remained in the patient from (B) (6) 2010 until it was removed (B) (6) 2010. The child was at a hospital in another part of the country & had to be stabilized & then airlifted up to another hospital. Further updated information received on 3/16/2010 by the distributor stated the patient is now back at the first hospital recovering from the surgery to remove the swg from her heart.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.